Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed, and no damage was found. An applicator deployment was not found within the investigation window. The allegation was not confirmed. Data was returned but will not confirm the issue or determine a probable cause. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).